Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years and five months of post-deployment inferior vena cavogram was performed which demonstrated free flowing thrombus above the existing filter superior to the level of the renal veins. Due to the presence of the free-floating inferior vena cava thrombus, it was felt the patient was at significant risk of pulmonary embolus during lysis. Around, six days later, inferior vena cavogram was performed which showed there was some residual thrombus in the suprarenal filter as well as the infra renal filter. As such, the decision to leave the filter in was made due to the risk of embolization. Around four months and nine days later, computed tomography angiography of the chest was performed which revealed an inferior vena cava filter was partially imaged. Computed tomography angiography of the abdomen was performed which showed there are two inferior vena cava filters present. The more proximal of the two was located just above the right renal vein. It covers the area of the left renal vein orifice. The second inferior vena cava filter was seen more distally by approximately 3 cm. It was located just above the bifurcation. There appears to be normal flow through the inferior vena cava. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 01/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.